Manufacturer narrative:
The reported condition could not be duplicated. Evaluation determined that the tool would rotate freely but excessive bearing noise was noted. It was also noted that a dissecting tool was stuck in the attachment and the tool lock could not be rotated. Approximately 11 inch pounds of force was required to rotate the tool lock. This is greater than the force necessary to rotate the tool lock on similar devices. Upon disassembly, it was noted that the tool stem and the internal components of the tool lock were corroded. This caused the tool lock to seize making the tool difficult to remove. Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 27 months without any record of factory service. The legend (r) instruction manual contained the following warning "do not place motor, attachment and dissecting tool on the patient or in an unsecured location during surgery." It also contains the following caution "legend motors should only be operated when the attachment is in the locked positon.

Event description:
It was reported that while a surgeon was using the metal cutter the tool would stall. The cutting wheel contacted the patient resulting in an incision approximately one inch. The incision was quickly sutured up and there was no other incident during the procedure. No patient information was available. No additional information was available on follow-up.